Manufacturer narrative:
Pt weight: unk. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found the lens optic cut in half. One plate haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aa4203tf silicone single piece lens with toric optic into the patient's eye. There was a posterior chamber tear during insertion. The surgeon cut the lens in pieces to remove from the eye. No incision enlargement and no suture required. An aq2015a-25.0 lens implanted. No vitrectomy was performed. Cause of posterior chamber tear is unknown.

Manufacturer narrative:
Method: device history record review and medical review. Results: device history record review: after reviewing device history record and performing a root cause analysis, there is no direct evidence that leads to the root cause of this complaint. The root cause is not likely related to the manufacturing process of the lens. Medical review: reportedly intraoperative lens removal/exchange was performed to address posterior capsular tear that was noted upon iol insertion. Lens was removed without incision enlargement and no vitrectomy was performed. Another lens of a different model was implanted successfully at the same surgery date. No reported postoperative sequelae. It should be noted that damage in the posterior capsule usually occurs due to procedure related factor (during phacoemulsification and before lens insertion) but remains unrecognized until iol is placed and causes capsule to stretch and to reveal the defect. Patient factors (small pupil, zonular weakness, poor pupil dilatation) could also cause/contribute to the unstable posterior capsule and subsequent damage during cataract surgery. Conclusions: based on the complaint history, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).